Event description:
The customer alleges that the cuff could not be inflated well during use on a pt.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.